Event description:
The customer reported that the system locked up while a patient was in the room.

Manufacturer narrative:
(Conclusions): the customer reported that the system locked up while a patient was in the room. The problem was solved by replacing the defective image storage board (isb). Exact root cause is unknown. The replacement of the is-board, which might have contributed or caused the reported problem and therefore suspect, has solved the problem. This component has no exceptional or increased failure rates. It cannot be prevented that system components become defective. Failure rates and reliability of components are monitored. Therefore, risk to patient remains acceptable. (B)(4).